Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a "check right ventricular (rv) lead" message. The rv lead was another manufacture's lead. A request for additional information was made but none has been received. There were no adverse patient effects reported. The device remains in service.